Manufacturer narrative:
The revision reported may have been the result of incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), extreme wear of the liner, patient-related conditions, or a combination of the four, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. Concomitant device(s): 320-01-42, 5708430 - equinoxe reverse 42mm glenosphere. 320-10-00, 5701666 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 5744721 - eq rev locking screw. 320-20-00, 5674978 - eq reverse torque defining screw kit.

Event description:
Approximately 16 months postoperatively, this (B)(6) y/o male patient¿s liner dissociated from tray in the right shoulder. Components were replaced for stability. Patient was stable and conclusion of case. Devices not retuning due to facility policy.